Manufacturer narrative:
(B)(4). Customer reported that the thermocool catheter charred with rf energy at 45 degrees celsius. Catheter was tested and passed the following test: electrical, leakage, temperature, generator, patency flow and cool flow pump tests. Visual test failed due to char on tip. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint condition was not confirmed. Thermocool catheter charred with rf energy at 45 degrees celsius was not confirmed, however char residues was found in the tip. .

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. The settings on the generator were: rf delivery was set to 45 watts. Length per application was set to 870 seconds. Numerous applications were performed. Generator was set to manual mode. The coolflow pump was at 30cc during the ablations. (B)(4).

Event description:
It was reported that during an a-fib procedure, char was found on the catheter tip. The physician noticed increased impedance during 2-3 applications. The generator stopped delivering energy. The physician then pulled the catheter out and saw the char. The physician replaced the catheter and proceeded with the case. No patient injury was reported. Bwi has received the product involved. Initial visual evaluation showed char width of approximately 1-1.5 mm around the catheter electrode.